Event description:
The legal complaint states that the individual became allergic to latex from the wearing and exposure to latex medical gloves in the performance of her job duties as a registered nurse.